Event description:
It was reported that this right ventricular (rv) lead exhibited increasing shock lead impedance (sli) measurement values ranging from 71 up to 125 ohms on one lead vector, which is out of range. Technical services (ts) discussed troubleshooting with health care professional (hcp). No adverse patient effects were reported. Currently, this lead remains in service.